Event description:
It was reported during a laparascopic appendectomy on all three trocars the blade shield reset button would not lock. This was noted when the trocars were passed to the surgeon. New trocars were obtained to complete the procedure. There was no pt consequence.